Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced excessive granulation tissue ("granulation tissue at vaginal vault"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vulvovaginal pain ("pain vaginal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain left sided abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("left side to around to lower back") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - robotic-assisted total laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, excessive granulation tissue and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, excessive granulation tissue, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion 2010 and 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, granulation tissue at vaginal vault, pain vaginal, left side to around to lower back. Reporter information, aka name, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.